Event description:
Additional information received indicated the alp lost capture and exhibited no current of injury.

Event description:
It was reported that the helix of an atrial leadless pacemaker (alp) became stretched during an initial implant attempt on (B)(6) 2026. The alp was not used and a new alp was successfully implanted. The patient was stable throughout the procedure.